Event description:
Boston scientific has become aware of the following event after conducting a retrospective review of complaint records: the physician reported during an aneurysm embolization procedure, the "power supply melted the catheter tip". The procedure was completed with the use of another similar device. The pt suffered no adverse effects as a result of this phenomenon. The physician did not disclose any further details regarding this alleged event.

Manufacturer narrative:
Add'l 510(k) #: k001083. The device in question was returned to boston scientific for technical analysis. Upon receipt of the device, there was no apparent physical damage or missing components to the device. The device passed all functional testing, including detachment simulation. The data retrieved from the subject device indicated that the last 10 out of 11 detachments were successful and do not indicate evidence of a melted catheter. Data set 11 exhibited no current, which could indicate no ground loop or coil was attached to the unit. As a result of the investigation, boston scientific could not duplicate the user's experience. Therefore, boston scientific could not conclusively determine the cause of the user's experience. However, it should be noted that the phenomenon that the user reported could potentially be caused by using non-boston scientific coils in conjunction with this device, but after several attempts to gather this info from the physician, boston scientific could not confirm the brand of coils used.